Event description:
On (B)(6) 2012, the patient contacted animas and reported that keypad buttons were unresponsive. The patient stated that keypad buttons had a lag time, were hard to press and caused scrolling. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The ok, up and down arrow keypad buttons were responsive during testing. The contrast button was intermittently unresponsive, which has no effect on the pump's insulin delivery function. During investigation, evidence of contamination was found under the contrast keypad contact. Unrelated to the complaint, evaluation revealed a crack in the thread area of the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.